Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient's insr (recharger) coupling efficiency had 0 coupling bars, but the patient was still able to recharge fully. A different insr was attempted without coupling bars and reported zero bars. The caller was to perform an al feature to capture the hidden stats.